Event description:
It was reported that, the surgeon has identified a sizing discrepancy between the exeter 37.5mm (B)(4) broach and the 44mm (B)(4) broach. The 37.5mm broach is bigger than the 44mm broach even though the sizing should be the other way around.

Manufacturer narrative:
Associated device: exeter broach 40 mm, cat # 0579-9440, lot # unk. The event was not confirmed. The device were not returned for eval. Review of the product complaint database for the reported catalog number found one similar event. It was noted that the device drawings were reviewed during the investigation and it was found that the reported observation is correct. By design the body of the 37.5mm/0 rasp is marginally bigger than the 44mm/0 as is also the case for the other sizes in the range with these offsets.